Event description:
It was reported that during a routine follow-up, the pulse generator was found in backup vvi mode. After the product code was downloaded, normal function resumed. The patient would be monitored.